Event description:
It was reported that users received recurring ¿insulin set expired¿ alerts on an ilet system and experienced elevated blood glucose, while engineering logs showed the users selected ¿no¿ to changing the infusion set and proceeded to change the cartridge and fill tubing without performing the fill cannula step required to reset the infusion set timer; the reported device problem aligned with failure to infuse and involved the plunger component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the users and analysis of the information they provided. Investigation of this case revealed an electrical or electronic component problem identified, and the event was characterized as failure to infuse associated with the plunger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.